Event description:
It was reported that during a ptca procedue, as the balloon catheter was inflated to 8 atm, the pressure stopped rising. The balloon was deflated and contrast was checked, and it was noted that there was a large volume of air inside the coronary artery and the pt fell into the state of shock. The balloon catheter was examined and there was a pinhole found on the shaft. The pt was not treated for the shock and the pt condition was good.